Manufacturer narrative:
Additional information provided: the valve's initial setting was 3 and was checked with both programming tools and x-ray. The strength of the magnetic resonance imaging was 3t (gauss). The valve was removed and replaced on (B)(6) 2024, with medtronic strata non siphon control programmable/1.5 setting. It was not reported if the patient was exposed to significant acceleration or deceleration such as a car accident or fall. The patient current status is stable.

Manufacturer narrative:
The certas valve (ID 828810pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve was implanted on (B)(6) 2021. In (B)(6) 2024, the setting changed spontaneously after MRI. It seems to not lock into individual settings slot, the valve spins freely causing minimal increase in cervical syrinx.according to information provided, revision/medical intervention was required, however, it is unknown what type of intervention was required.